Manufacturer narrative:
The insulin pump alarmed a64 during self test due to faulty electrical component on the radio frequency board. The insulin pump was received with minor scratched display window, cracked case at the display window corner, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call, there were a couple of issues with the insulin pump. Customer stated they were attempting to transmit blood glucose reading from her meter to the insulin pump and it wasn't working properly. The insulin pump alarmed radio frequency pic failed self-test. Customer's blood glucose was 162 mg/dl. Customer's mother stated the alarm didn't occur during the rewind or prime sequence. No temp basal was programmed before the alarm occurring. The device had alarmed twice within minutes of each other. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.